Event description:
Surgery conducted in (B)(6). The implantation surgery was conducted in (B)(6) of 2009. A follow-up surgery was conducted in (B)(6) of 2011. The client reported: "in (B)(6) 2009 pt had a bilateral inguinal hernia surgery using timesh. After that, pt was complaining of postoperative pain (compatible with intestinal sub occlusion). During a revision (placed at (B)(6) 2011) was found strong adhesion on both timesh and also intra-abdominal adhesions with intestinal loop injury." The product in question was not returned for eval.

Manufacturer narrative:
(B)(4). This device was sold and implanted in (B)(6). Similar devices are sold in the u.s. At this time pfm medical does not have enough info to complete a thorough investigation of the mentioned failure mode. Pfm has requested further info from the complainant. When this additional info becomes available pfm medical, inc shall be filing a follow up report to further explain the complaint on hand.